Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was not noted. It was reported the patient experienced failures of catheter failure. The patient's injuries were under investigation. The date of injury was under investigation. No further complications were reported.